Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 20 november 2020: lot 188824: (B)(4) items manufactured and released on 7-mar-2019. Expiration date: 2024-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other device involved in the event: liner: mpact 01.32.3241hct flat pe hc liner ¿32/d lot. 1902883 (k103721), batch review performed by medacta regulatory affairs department on 20 november 2020: lot 1902883: (B)(4) items manufactured and released on 8-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner 4 days after the primary surgery. The cause of the dislocation is unknown. The surgeon revised the head and liner and the surgery was completed successfully.